Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the camera button does not rearrange anymore. It is unknown at this time if there was patient involvement, however, good faith attempts have been initiated.

Event description:
This report is based on information provided by a philips remote service engineer rse and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the camera button was no longer available. There was no reported harm nor impact at this time.